Event description:
Complainant alleged that while attempting to defibrillate a sixty year old female patient the device would not discharge with paddles. Complainant indicated that the patient subsequently expired.